Event description:
The patient¿s father reported that on the evening of (B)(6) the patient¿s blood glucose (bg) rose rapidly despite no food intake, triggered alarms at 250 mg/dl (13.9 mmol/l), and continued to climb despite three correction doses. The hospital was contacted by phone, and the medical staff advised replacing the pod. After replacement, bg levels still rose and reached as high as 480 mg/dl (26.7 mmol/l) that night, leading to a visit to the hospital in vienna¿s 10th district. It was reported that bg levels rose to 530 mg/dl (29.4 mmol/l) while in the hospital. The father stated that during hospital care over approximately two to three hours, medical staff assisted and glucose decreased. The pod was removed from their arm, and the patient was treated with insulin injections under medical supervision. The bg levels returned to normal and once stabilized, the patient was able to return home.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.